Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed. The reported event was demonstrated on the returned 4fr s/l groshong PICC. The catheter was received with the connector attached and assembled to the PICC tubing. A functional test revealed fluid leaking between the 40 and 41 cm depth marks, which was located 2.5cm from the distal end of the strain relief tubing. A microscopic examination of the leak site revealed a 2.5mm slit in the clear portion of the tubing. The proximal end of the slit was v-shaped. The adjoining surfaces of the slit tubing were glossy. The characteristics of the leak site were consistent with sharp instrument damage. It was reported that the damage was detected after insertion, which is consistent with the assembled state of the catheter. The instructions for use (IFU) state, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿

Event description:
It was reported that catheter when aspirated post insertion air flowed into system. Post that it was flushed and leakage was observed at proximal end 2-3 cms from insertion site. Product was taken out and re checked for leakage and the same was confirmed again.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of leak was confirmed but the exact cause could not be determined from the two photos and video that were returned for evaluation. The first photo shows the package label for a groshong catheter kit from lot # reep0814. The second photo shows the proximal end of a blue groshong catheter. The extension tubing had already been attached and the photo appears to be taken at a patient¿s bedside although the catheter appears to have been remove from the patient. Due to photo quality no damage to the catheter can be seen. The video is taken at the same angle as the second photo; however, upon infusion a leak can be seen from the catheter about 1-2 cm distal to the connector. Due to video quality, the site of the leak cannot be seen, and it is unclear what caused it or if there is any other damage to the catheter. Since the returned video shows a leak in the catheter the complaint was confirmed. Based on the description of the reported event and the returned video, possible contributing factors include material fatigue, sharp instrument damage, and over-pressurization; however the root cause is unknown. A lot history review (lhr) of reep0814 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter when aspirated post insertion air flowed into system. Post that it was flushed and leakage was observed at proximal end 2-3 cms from insertion site. Product was taken out and re checked for leakage and the same was confirmed again.